Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system complained of a non specific product performance anomaly, and requested this device to be removed. The physician subsequently explanted this device. No additional adverse patient effects were reported. This system has not been returned.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system complained of a non specific product performance anomaly, and requested this device to be removed. The physician subsequently explanted this device. No additional adverse patient effects were reported. This system has not been returned.

Manufacturer narrative:
Correction to section d suspect medical device, field d6b, explant date.